Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("heavy fatigue") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue (seriousness criterion medically significant), depression ("depression"), tinnitus ("tinnitus"), balance disorder ("loss of balance"), skin disorder ("accelerated cutaneous ageing"), bone pain ("heavy muscular and bone pains"), amnesia ("loss of memory"), dry eye ("excessive dry eyes"), mobility decreased ("mobility impairment"), impaired work ability ("not able to work") and myalgia ("heavy muscular and bone pains"). At the time of the report, the fatigue, depression, tinnitus, balance disorder, skin disorder, bone pain, amnesia, dry eye, mobility decreased, impaired work ability and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, balance disorder, bone pain, depression, dry eye, fatigue, impaired work ability, mobility decreased, myalgia, skin disorder and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on 14-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("heavy fatigue") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue (seriousness criterion medically significant), depression ("depression"), tinnitus ("tinnitus"), balance disorder ("loss of balance"), skin disorder ("accelerated cutaneous ageing"), bone pain ("heavy muscular and bone pains"), amnesia ("loss of memory"), dry eye ("excessive dry eyes"), mobility decreased ("mobility impairment"), impaired work ability ("not able to work") and myalgia ("heavy muscular and bone pains"). At the time of the report, the fatigue, depression, tinnitus, balance disorder, skin disorder, bone pain, amnesia, dry eye, mobility decreased, impaired work ability and myalgia outcome was unknown. The reporter provided no causality assessment for amnesia, balance disorder, bone pain, depression, dry eye, fatigue, impaired work ability, mobility decreased, myalgia, skin disorder and tinnitus with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.